Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a hospitalization due to high blood glucose levels. He states he experienced horrible thirst, frequent urination and nausea. The blood glucose reading was 577 mg/dl at the time of the emergency room visit. Customer was treated with manual injection of 10 units. Customer reported no delivery alarms and that the drive support cap is flush. Insulin pump is being returned. Nothing further reported.